Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient was stable post surgery.

Manufacturer narrative:
Premature battery was confirmed. Longevity calculations were performed based on the usage history in the stored image. No additional analysis was performed.